Event description:
Procedure: tapp. According to the reporter: during the procedure, vinyl which was being covered on jaws had been turned up. Surgeon stated the problem occurred when adjusting bending angle of jaws in the patient's cavity. The same problem happened three times in this procedure. Opened another product. Operating time extended: unknown. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The last patient status: good. The patient gender, age, and weight are provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The tube shaft of instrument two and three were damaged posterior to the jaws. Each rotation knob functioned without difficulty. The jaws of each instrument extended and retracted without difficulty. The jaws were applied to test media and grasped the media without issue. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged sheath a review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for sheath damage complaints. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).